Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip fracture surgery, the surgeon was using the tfna system and was using complained item 03.037.022 to drill in preparation for implantation of the helical blade. After using the instrument, the surgeon noticed that fluoroscopic imaging showed that a small piece of the tip of the item had broken off inside the femoral neck. Surgeon decided to leave the small fragment in the bone rather than attempting to retrieve it. Upon staff inspection of the instrument, it was determined that the tip of the instrument was significantly damaged and no longer functional, surgery was delayed due to the reported event, no additional information is available. The procedure was successfully completed and he instrument was subsequently discarded. This report is for one (1) 6mm/9mm cannulated stepped drill bit this is report 1 of 1 for complaint (B)(4).